Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder and rotator cuff arthroscopy a part of the apollo device was identified floating in the joint. The fragment could be retrieved from the patient. This incident occured at the end of the surgery, therefore no further apollo device was opened. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9811 apollorf mp90, aspirating ablator lot number: 75648022 was received for investigation. Visual inspection noted that the tip of the device showed signs of use and the suction holes were all clogged. Further visual evaluation noted that the insulated coating of the returned device was damaged and was chipped and scratched. The device was tested before the memory was cleared and the screen showed, ¿probe already used/replace probe.¿ after the memory was cleared, functional testing was performed with saline water and the ar-9811 apollorf mp90, aspirating ablator was found to work as intended. No problem found. The most likely cause for the reported failure can be attributed to user error due to hitting the device against another device.